Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. The patient stated upon insertion, the area bled. The patient stated the needle went sideways on her arm. She stated she started feeling symptoms of hypoglycemia. She was sweating, was dizzy and nervous. She stated paramedics were called and provided her with carbohydrates. The patient was taken to the hospital and left that same night. Treatment information at the hospital was not provided. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). 3004753838-2022-244813 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.